Event description:
Report received indicated the patient developed red patchy area beneath her tape border a month ago. Prior to the receipt of the complaint the patient used the product for months without incident. The report indicated she used stomahesive powder which has shown some signs of improvement. Recommended using sh wafer beneath tape collar and convex moldable with acrylic tape collar. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.